Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿significant wear on the black power lead with almost exposed wires¿ was not confirmed. The system controller was not returned for evaluation and no photos were submitted for review. Multiple requests for additional information were made to obtain the serial number of the exchanged controller and to determine if the exchanged controller will be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how maintain the backup system controller and how to replace the running system controller with the backup controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the site replaced the patient's controller in clinic on (B)(6) 2020 due to significant wear on the black power lead with almost exposed wires.